Manufacturer narrative:
Correction made to h6 (investigation type, investigation conclusion). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Hello as agreed by phone, here is the email summarizing the problem. Box concerned: bd micro-fine ultra pro 4mm needles code:320562 / (B)(4). Even after purging, the liquid does not come out on a little more than half of the needles with the patient's tresiba flextouch pen, as if the needle was clogged at the end. The problem appeared on the boxes issued on (B)(6)2024. Affected lot: 414 9034 exp 31/05/2029 and 4079028 exp 31/03/2029. For any further information, the patient is available on (B)(6).